Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted during a ureteral stent placement procedure in the left and right ureter. The event date was unknown. During a planned stent removal procedure, 4 months after the stent was implanted, it was noticed that the stent was calcified. The calcified stent was removed from the patient and a new polaris loop ureteral stent was implanted. It was reported that the patient required regular ureteral stent replacement due to ureteral stenosis and was originally prone to stone adhesion. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a040501 captures the reportable event of stent calcified.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted during a ureteral stent placement procedure in the left and right ureter. The event date was unknown. During a planned stent removal procedure, 4 months after the stent was implanted, it was noticed that the stent was calcified. The calcified stent was removed from the patient and a new polaris loop ureteral stent was implanted. It was reported that the patient required regular ureteral stent replacement due to ureteral stenosis and was originally prone to stone adhesion. There were no patient complications reported as a result of this event.